Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. The philips service engineer (se) inspected the device. The se replaced the data acquisition (da) board and the flow sensor to address the issue and the ventilator passed all testing.

Event description:
It was reported that during preventative maintenance the ventilator failed the air delivery/flow accuracy test. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26jun2019. Date received by manufacturer: 21jun2019. The gas delivery system assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.